Manufacturer narrative:
Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, six years after implantation, the valve was stenotic with thickened leaflets possibly due to calcification of the leaflets or host tissue overgrowth. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, limited patient information was provided, it is unclear if there were any risk factors/co-morbidities that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). It is also possible that the svd was related to progression of the underlying aortic valve disease. In this case, the cause for the reduced valve area and thickened leaflets could not be determined, however, is likely related to progression of disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), approximately 6 year post implant of a 26mm sapien xt valve in the aortic position, echo showed reduction of the valve area and thickening of the leaflets. A sapien 3 valve was placed within the degenerated valve.